Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed an out of range pacing lead impedance value. No programing changes were made. The patient condition was stable.

Manufacturer narrative:
(B)(4). This report notes the correct the impedance issue was with hv lead impedance and not pacing lead impedance.

Event description:
New information received states that the previously reported impedance issue was that the hv lead impedance was high.